Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began (B)(6) 2021. It was reported that the patient had pain in sections when they felt the need to void and when urinating. They were also sleeping on their side or in a recliner because it hurt to sleep on the device and they were afraid of moving the device. The issue was not resolved at the time of the report. Two days later they reported they had bladder pain and that in the past, that type of pain usually meant they had an infection or were retaining urine. The following day they reported they were having a lot of pain when urinating and they were only urinating small amounts at this time. They increased stimulation to 1.7 volts to see if it would help. There were no device issues or further patient complications reported at this time.